Event description:
Info received indicates coram rn started 5fu infusion at approx 6pm yesterday. Pt arrived at the va hospital today with a chemo leak at the connection site. Coram nurse changed the tubing. No leak noted with new straight set tubing. Chemo was leaking where it connects to the injection cap.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet specification.